Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called with a concern that the insulin pump might not be delivering the insulin she is programming. Troubleshooting was performed, and the boluses were recorded in the bolus history. However the customer was not convinced that the insulin pump has been delivering the insulin. The customer also stated that the insulin pump has not alarmed no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.